Event description:
Product complaint report shows the distributor alleged the audible alarm on the 7200 ventilator failed to activate. This report is not an admission by mallinckrodt that this device caused or contributed to any event alleged in this report.